Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6f sheath after a cerebral angiogram. Reportedly, when the plunger was pulled out to deploy the suture, it simply came out with it, a cuff miss occurred as well as a suture break. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided. User facility medwatch report # (B)(4) was received: event desc: a 6 french perclose proglide was opened and give to physician to achieve a femoral artery closure. Device was inserted into the patient's femoral artery. When physician attempted to deploy the device, the suture simply came out along with the device without tying the know, and fell onto the sterile field, completely detached from the device. No knot was visible in the suture. Physician then decided to use a different closure device, which performed without incident, achieving hemostasis.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss was confirmed. The reported suture detachment was confirmed as an anterior link detachment. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.